Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drugs being delivered were morphine, baclofen, and bupivacaine, all with unknown doses and concentrations. The reason for use was not reported. It was reported that the replacement implanter and managing physician, called and stated that the patient had been experiencing withdrawal symptoms and has been in the hospital since his eri pump replacement on (B)(6) 2019. She stated that she had interrogated pump and there were no motor stalls or any noted issues with the pump. She plans to perform a dye study to check his catheter tomorrow on (B)(6) 2019. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. The patient status was listed as ¿alive; no injury.¿ additional information was received, stating that the dye study performed on (B)(6) 2019 was negative. There were no further complications reported/anticipated.